Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms after implant. A lead perforation can be excluded and there was no x-ray imaging available. The pacing thresholds remains low. Boston scientific technical services provided troubleshooting steps. This crt-p and rv lead remains in-service, and there were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms after implant. A lead perforation can be excluded and there was no x-ray imaging available. The pacing thresholds remains low. Boston scientific technical services provided troubleshooting steps. This crt-p and rv lead remains in-service, and there were no adverse patient effects reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system triggered a lead safety switch (lss) due to a high out of range right ventricular (rv) pacing impedance measurement of greater than 2000 ohms after implant. A lead perforation can be excluded and there was no x-ray imaging available. The pacing thresholds remains low. Boston scientific technical services provided troubleshooting steps. This rv lead remains in-service, and there were no adverse patient effects reported. Additional information was provided, it was reported that the system was explanted due to an infection. An epicardial left ventricular (lv) lead was implanted and connected to a vvi pacemaker. The plan is to implant a new rv lead and crt-p at a later time. The rv lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. The helix mechanism was retracted and dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.